Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. A review of the device history records is not possible without additional device information.

Event description:
It was reported that the patient underwent a lumbar "radiculopathy" for large disc herniation. The micro upbiting pituitary ronguer broke while the neurosurgeon was using it. A small pin/screw appeared to be missing. The incision was examined visually, with a microscope and fluoroscopy and it was not seen. No patient complications were reported.